Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.

Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). At an unknown time on (B)(6) 2022, the patient had a coaguchek xs meter result of > 8.0 inr. The patient went to the emergency room at an unknown time on the same day and was tested with an unknown quick check meter, resulting in a value of > 6.0 inr. Within 4 hours of the coguchek xs meter measurement on (B)(6) 2022, the patient was tested in the laboratory with an unknown method, resulting in a value of 5.4 inr. The patient was directed to hold one dose of warfarin for one day, then resume the normal warfarin schedule. The patient's normal warfarin dose is 4 - 6 mg. The patient's therapeutic range is 2.5 - 3.5 inr.